Event description:
After an implantation time of 6 months, ventricular oversensing was reported. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead was cut through about 12 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were returned, 5 cm of the lead body were missing in-between. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion could be seen along the lead body. Especially at the distal lead fragment, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause for the oversensing mentioned in the complaint .the position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the region of the tricuspid valve. Considerable lead movement should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Further damage, such as the deformed shock coil, are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.